Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on (B)(6) 2019, it was reported that the device will not turn on. DHR review: the device history record (DHR) for the vp500d vasopress pump with serial number (B)(4) review noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The vp500d vasopress pump for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical /compression therapy concepts (c.t.c.) On june 22, 2016. The repair included replacement of compressor. Device evaluations results/investigation findings: product review of the vp500d vasopress pump performed by zimmer biomet surgical on may 31, 2019 revealed that the cord and power socket was damaged. Additional product evaluation was performed by zimmer biomet surgical on september 10, 2019 since the original evaluation performed on may 31, 2019 did not provide the cause for the failure observed during evaluation. Product review performed on september 10, 2019 revealed that the power cord was cut exposing copper wires and the device did not turn on. It was noted that the front housing was cracked, face label was damaged on one garment button, hooks were missing and the hose side panel was not secured properly to the case. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. Probable cause/root cause: the reported event "the device will not turn on" was confirmed since product review performed on september 10, 2019 revealed that the power cord was cut exposing copper wires and the device did not turn on. The caused or the device not turning on is due to damage to the power cord. A definitive root cause of the device not turning on could not be determined with the provided information since it is unknown what caused the damage to the power cord. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). There was no patient impact. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit will not turn on. No indication of any adverse events were reported as a result of this malfunction. The investigation revealed that the power cord was cut exposing copper wires and the device did not turn on.